Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a gauze dressing. The customer stated that the dressing caused severe blistering and the pt developed cellulitis. The rn stated that the dressing was being used for a radial fistula. The pt was also on a kidney transplant list and a match came up for the pt, but was denied due to the pt being treated for cellulitis, with IV antibiotics.